Manufacturer narrative:
Insulin pump passed rewind, basic occlusion and displacement test. No rewind anomaly noted. Insulin pump had an intermittent button response due to moisture damage keypad traces. Insulin pump had minor scratches on lcd window, cracked display window corners and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump had a rewind anomaly. The blood glucose reading was 111 mg/dl. The customer stated that the insulin pump did not rewind. He had to wait for about 3 days until he was able to get the device to rewind. Advised replacement of the insulin pump. The customer also mentioned that he had been hospitalized a while ago for a reason unrelated to diabetes; he had broken his hip. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.